Manufacturer narrative:
On 3/22/2019, device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. Yellow material was observed within the device. Gel was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 6.5 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. A manufacturing record evaluation (mre) of lot number 208887 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with 325cc mentor memorygel breast implants and experienced rupture in addition to pain post procedure. Bilateral rupture was diagnosed by a physician and through computed tomography. The patient also experienced bilateral burning pain radiating down both of her arms. As a result, the devices were explanted on (B)(6) 2019. See 1645337-2019-08642 for contralateral prosthesis report.